Event description:
The customer was splashed in the eye with fluid froma cell-dyn 3700 analyzer. The customer was troubleshooting the analyzer and was attempting to reinitialize when fluid from the open mode wash block splashed in her eye. The customer was not wearing protective eyewear at the time of the incident. The customer washed her eye in an eye wash. No further treatment was sought. The customer reports no impact to her vision, or further complications.

Manufacturer narrative:
(B)(4), fluid leak. (B)(4), eye injury a follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending identified no other complaints regarding this issue. The cell-dyn 3700 system operator's manual contains adequate information in regards to the proper protective equipment for the operator to use when troubleshooting or operating the instrument. Based on the event details and investigations, no product deficiency was identified with the cell-dyn 3700 instrument.